Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he developed staph infections from the sure-t needle of the infusion set. Customer reported that he is also experiencing high as well as low blood glucose levels. Customer stated that there was an emergency room visit for his high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was 500+ mg/dl. Customer was wearing the insulin pump at the time of emergency room visit. Customer stated that he was hospitalized once for high blood glucose and once for a staph infection. Product is not being returned or replaced.